Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the orders not communication with the system. A technical support specialist (tss) verified that health sight viewer (hsv) which showed no electronic privacy information center (epic)/ active directory (adt) issues. The message local date time was confirmed to be synchronized with the server time. The sample orders were available in the patient profile, and the case was proceeded for closure. The system functioned as intended after the technical support specialist investigated the issue with the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the new orders were not communicating with pyxis and orders delayed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.